Event description:
The ivus catheter was used during a percutaneous coronary intervention (pci) procedure to evaluate the lesion. Initial use of the ivus catheter during pre-pci; the image was obtained and the device was removed without issues. While outside the patient, during post-pci preparation, the physician observed the distal tip of the catheter had detached during the flushing process (tip remained in the sterile tray). The procedure was completed using another of the same device. There was no patient injury reported.

Manufacturer narrative:
A review of device history records (DHR) was performed with no issue or discrepancies found. No similar complaints by event description were found in the same lot. The distal tip assembly measuring 2.3 cm was broken off from the catheter when received. The male/female luer connection of the returned catheter was detached and the imaging core was outside of the sheath assembly. No fluid was found inside the hub, kinks were observed in the sheath assembly 77.8 cm from the femoral marker of the distal end. And no damage was observed in the guidewire exit port. No image appeared as a result of the imaging core wind up in the telescope assembly which was observed during the initial inspection. Wind up is a result of the imaging core being constrained which breaks the signal pathway leading to the loss of image. The imaging core could not be inserted back in the telescope due to ic wind up and kink. The tip detached/separated complaint is confirmed based on the observed damage to the distal tip. There does not appear to be any signs of elongation which you normally associate with a tensile failure for this product material. Instead of elongation, the breaks appear to be abrupt. A review of the device labeling and directions for use were reviewed and revealed that the atlantis sr pro2 product labels contain dimensions of the catheter tip as well as warnings and precautions in the dfu: warnings: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. When advancing the catheter through a stented vessel, catheter that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. Precautions: do not pinch, crush, kink or sharply bend the catheter at any time. This can cause drive cable failure. An insertion angle greater than 45 degree is considered excessive. During the procedure, inspect the catheter carefully for any damage which may have occurred during use. Multiple insertions may lead to catheter exit port dimension change/distortion which could increase the chance of the catheter catching on the stent. Care should be taken when re-inserting and/or retracting catheter to prevent exit port damage. Never advance the imaging catheter without guidewire support. Never advance the distal tip of the imaging catheter near the very floppy end of the guidewire. This part of the guidewire will not adequately support the catheter. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into loop which the catheter may drag along the inside of the vessel and catch on the guide catheter tip. If this occurs, it will be necessary to remove the catheter assembly, guidewire and the guide catheter together. If the catheter is advanced too near the end of the guidewire, advance the guidewire while holding the imaging catheter steady. If this fails, withdraw the catheter and guidewire together. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The exact cause of the tip breakage could not be determined. A cumulative affect of oxidation introduction via multiple sources is suspected. The failure rate is well below anticipated rate. The manufacturer has determined no immediate remedial action is needed at this time. Exploration of possible preventive measures will be ongoing and the manufacturer will continue to monitor complaints of this nature.